Event description:
Received email from customer stating that the scale is not weighing properly. He stated that the weight is randomly off 3 to 7 kg up or down every time. He confirmed that the packing shims have been removed. He claimed that p1 red led is lit on the scale pc board and he swapped p1 and p2 connectors and p1 remained lit. He also stated that the scale is displaying err3. I asked him to check the weight frame to see if it is bent. He claims that it is not bent.

Manufacturer narrative:
Received email from hill-rom regional sales manager stating that he has been informed that the two new load beams, and the new scale pc board have been installed and the scale is now functioning properly. This resolved the issue of the scale not weighing properly.